Manufacturer narrative:
Upon inspection and testing of the returned device, service found the image issues were due to cable failure and circuit board failure. In addition, service found an electrical contact on the video connector was corroded, the cable was scratched, the control unit was burnt, and the scope mount was bent. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was displaying a noisy image during operation of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found the image would flicker and disappear. This report is being submitted for the malfunction found during evaluation of the device (image flickers and disappears). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 14 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred because the internal electrical connection became unstable due to the flooding of the image pickup device at the head and the inundation of the cable. The noise was generated when the camera head was moved. The investigation determined the following: incorrect image: noise is generated during focusing operation. Image failure due to image pickup device flooding. Poor image due to inundation of cable part. A definitive root cause cannot be identified.